Event description:
The mti flowrider 1.5f catheter was used for infusion of liquid embolic material (onyx) during and avm procedure. The catheter was positioned in the nidus of the avm without any friction after the injection. The physician noticed that no onyx was coming out distally and suddenly realized it was leaking in the right carotid artery. The injection was stopped, everything was removed and it was realized that the carotid and media artery were obstructed. The pt was then operated on to remove the onyx from the media and carotid arteries.